Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2018-00640 and 1627487-2018-00643. It was reported the patient is no longer receiving effective stimulation despite reprogramming. Lead diagnostics revealed multiple low impedances. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been restored.